Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The physician did not provide a causality opinion. No bwi product malfunctions were reported. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer¿s ref # pc-000493050.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 7/19/2019. Initial visual analysis observed there was no visual damage or anomalies. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30208662m number, and no internal action related to the complaint was found during the review. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase the patient became hypotensive, and cardiac tamponade was confirmed by x-ray. Pericardiocentesis was performed to remove 550ml of fluid from the pericardium. The patient was reported in stable condition after pericardial drainage. It is unknown if extended hospitalization was required as a result of the event. Patient¿s outcome is improved. The physician did not provide a causality opinion. No biosense webster inc. (Bwi) product malfunctions were reported. Transseptal puncture was not performed. There was no evidence of steam pop during the ablation. The flow was set within standard settings for thermocool® smart touch® sf catheters. No error messages were observed on any bwi equipment. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were 1mm, 5 sec. 5g 50%, 2mm size tag. No additional filter was used with the visitag module. The color option used prospectively was time 5/20.